Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. The patient has been programmed over the years with little benefit. The patient had two complete systems (2 ipgs, 4 extensions, 4 leads) explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy for tourette¿s syndrome. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 dbs infinity leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 8288123.